Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infection. They underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. (B)(6), was returned assembled with the driveline severed approximately 7 inches from the pump header. The severed portion of the driveline was not returned with the pump. The sealed inflow conduit, sealed outflow graft and outflow graft bend relief were returned attached to their respective pump ports. The distal portion of the sealed outflow graft and a second sealed outflow graft were returned detached from the pump. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii lvas patient handbook (rev. C) are currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU the patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2022. The patient had a chronic driveline infection. Cultures revealed methicillin-susceptible staphylococcus aureus (mssa) bacteria. During the pump exchange procedure, the surgeon noted purulence in the right upper chest where the driveline was located that appeared to get close to the outflow graft. There was no obvious infection to the pump itself. The infection resolved with the pump exchange. The patient was discharged on (B)(6) 2022.